Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the ecm to resolve the issue damaged ring. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The ecm was analyzed and found to have loose mechanical cables during visual inspection. The complaint was confirmed based on the field evaluation/failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, operating room (or) staff complained about endoscopic camera manipulator (ecm). The customer stated that the ecm was damaged, and the camera head no longer fitted properly on the arm. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. No patient injuries were reported. The procedure was impacted; the surgeon had to convert to celio (additional trocar placement) and there was a loss of time. They completed the procedure colposcopically, and the robot was withdrawn.